Manufacturer narrative:
Unit failed displacement test with (164.7 units remaining on status screen), motor position encoder error alarm confirmed in alarm history screen, and motor error alarm during rewind due to motor encoder signal out of phase. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error. The customer reported that the device was exposed to high magnetic fields. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.